Manufacturer narrative:
This report is submitted on july 15, 2019, by cochlear ltd.

Event description:
Per an online store survey by shared service center, the patient developed an infection around device abutment. The implanted device remains. It is unknown if there are plans to treat the patient as of the date of this report, july 15, 2019.

Manufacturer narrative:
Correction: product detail is not confirmed for this patient. This report is submitted on september 27, 2019, by cochlear ltd.

Event description:
Correction: product detail is not confirmed for this patient. This report is submitted on september 27, 2019, by cochlear ltd.